Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. Troubleshooting was performed. Customer's blood glucose level was 82mg/dl at the time of incident. It was also reported that insulin squirted out during manual prime. It was reported that the insulin pump was not dropped/bumped, not exposed to moisture and that the drive support cap appeared normal. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received motor error alarm during the basic occlusion test due to lose/protruded drive support disk. Analysis was unable to perform operating currents, unexpected restart error test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test or verify compromised force sensor alarm due to motor error alarm. The insulin pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and missing end cap sticker.